Event description:
A report was received stating that during patient use, the ventilator's touch screen was blocked. The patient was placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and confirmed the reported event. The cse replaced the graphical user interface (gui) touch frame printed circuit board (pcb) to resolve the issue. The unit passed all performed testing and operates within manufacturing specifications.